Event description:
It was reported that during a vats wedge resection procedure, not all of the staples formed correctly. Used bougie and scissors to complete the cut line. No pt consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.